Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks on (B)(6) 2025, and a request was made to have data from this device analyzed. Technical services (ts) noted the events indicate a potentially conducted supraventricular tachycardia (svt). Onset seemed gradual, and there was some noise on the shock electrogram (egm) indicating myopotential and potential patient movement. In one particular event, there were six max energy shocks delivered which were unsuccessful at converting the rhythm. There were potentially premature ventricular contractions (pvcs) in the rhythm, indicating it might be an svt or other reentry path involving the atrium. The last shock of the series, which was delivered in reversed polarity, triggered a code 1005 which is indicative of an open circuit condition. Ts discussed at length their analysis of the episodes, considerations (including programming), and the possibility that lead revision might be the only definitive solution. No other adverse patient effects were reported. This ICD remains in service. Of note: per the local area boston scientific sales representative, the patient consistently does not show for scheduled appointments and did not attend their most recent appointment on (B)(6) 2025. The sales representative discussed the importance of an in-clinic evaluation with the clinic, along with the need to acknowledge the alert via a programmer. However, the clinic is somewhat limited in terms of their next actions given the patient's tendency to not show for scheduled appointments. The consultant in charge of patient care has been alerted by the account clinical physiologists to the patient's most recent failure to attend. To date, no additional information has been received by boston scientific. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks on (B)(6) 2025, and a request was made to have data from this device analyzed. Technical services (ts) noted the events indicate a potentially conducted supraventricular tachycardia (svt). Onset seemed gradual, and there was some noise on the shock electrogram (egm) indicating myopotential and potential patient movement. In one particular event, there were six max energy shocks delivered which were unsuccessful at converting the rhythm. There were potentially premature ventricular contractions (pvcs) in the rhythm, indicating it might be an svt or other reentry path involving the atrium. The last shock of the series, which was delivered in reversed polarity, triggered a code 1005 which is indicative of an open circuit condition. Ts discussed at length their analysis of the episodes, considerations (including programming), and the possibility that lead revision might be the only definitive solution. No other adverse patient effects were reported. This ICD remains in service.